Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The engineering investigation confirmed the reported symptom through the history log but could not reproduce during testing. The physical inspection of the motor encoder found a white corrosive residue on one of the encode printed circuit board (pcb) electrical motor connections. This was likely causing an intermittent signal interruption of the encoder signal. A temporary interruption of either encoder signals will cause the pump to alarm for system error 105. The motor was replaced, and a replacement was sent to the customer.

Event description:
It was discovered in review of the event history log that a pump had displayed system error 105. It was reported that there was no pt involvement.